Manufacturer narrative:
The lens was discarded by the user facility, and therefore it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that crystalens (B)(4) was explanted on (B)(6) 2011 due to z-syndrome/lens vaulting. The original surgery date was (B)(6) 2011. Additional info has been requested, but has not been received.